Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 32 mg/dl at the time of the incident. The customer was at 109 an hour before the low incident. The customer states 80 units of insulin were delivered without their input. The customer was at 147 mg/dl at the time of the call. The customer was given food and glucose tablets to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and customer states they don't think the pump is over delivering as they were wearing it all day after the hospital visit. The insulin pump will not be returned for analysis.